Event description:
A customer reported that an ophthalmic console exhibited with intermittent laser failure while firing. Procedure details and patient impact have not been provided. Additional information has been requested but none received.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue. The footswitch was replaced as a prevention. The system was then tested and met all product specifications. A non-conformance based review of the system serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product met release criteria. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).